Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for spinal pain indications for use. It was reported that the patient reported a fluid bulge where the catheter was anchored and with more activity, the bigger the bulge gets. The company representative (rep) stated that the patient physician attempted to do a dye study but was not able to get the dye in due to resistance. The patient was working next steps with their physician. The rep stated that the patient had that problem when they lived in texas, but he did not know how soon after implant the problem started.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.